Manufacturer narrative:
Service representative replaced the co2 board and verified proper operation.

Event description:
Customer reported an issue with the passport v monitor which may have resulted in a loss of co2 monitoring. No pt injury was reported.